Event description:
The drilling protocol is developed and adapted to the implant design and according to bone quality to achieve the desired primary stability. However, the bone quality is patient dependent and the primary stability can depend on multiple factors in the clinical situation, so that the desired mechanical stability may not always be reached. The performed investigation showed no indications that the product is not conforming to dmr. Based on the available information, nobel biocare cannot provide a final conclusion as to why the customer experienced difficulties.